Manufacturer narrative:
(B)(4).

Event description:
It was reported that in preparation for a percutaneous coronary intervention, a shaft fracture occurred. It was noted in preparation that the shaft of the 3.00x12mm apex balloon was kinked at the hypotube. When an attempt was made to straighten the device, it fractured into two pieces. The device was never in contact with the patient. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory.